Manufacturer narrative:
No part replaced.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and performed short self test only. The unit passed all testing.